Event description:
It was reported that the pump exhibited a motor rate error. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. A review of the event history log identified motor rate error. During functional testing using the occlusion test, the reported issue of motor rate error was duplicated. The root cause of the problem was related to normal wear of the pump as it is over 13 years old. Replaced motor/worm bushing, worm coupling, worm gear, wavy washer, stepper motor, motor mount, and delrin washer. This MDR was generated under protocol (B)(4).